Event description:
During a low anterior resection procedure, the staples did not form properly, and did not hold the tissue secure on the rectal stump. The procedure was completed by hand-suturing and using a contour device. There was no patient consequence.